Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic to synchronize their device to merlin monitor. Upon interrogation, it was noted that the implantable cardioverter defibrillator could not communicate with wireless rf telemetry and was only able to communicate with the inductive want. The device was upgraded and wireless telemetry was reinitiated. The patient was stable and there was no harm or issue to the patient.